Manufacturer narrative:
Initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed tip broken, cables were exposed and dried blood is visible on the pentaray catheter. Also a external sheath was found attached to the catheter. Outer diameter test was performed and all dimensions were found within specification. The broken tip root cause cannot be determined with the information collected. A manufacturing record evaluation was performed for the finished device 30446766l number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following instructions: do not introduce the pentaray" nav eco catheter into a guiding sheath with its distal spines folded backwards (i.e., toward the handle). Collapse the spines together using the insertion tube prior to insertion. The pentaray" nav eco catheter is recommended for use with an 8f guiding sheath. Note: do not use the pentaray" nav eco catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that at the beginning of an ablation procedure, the shaft of the pentaray nav high-density mapping eco catheter had a cut and was physically damaged. The cut was at the level of the arterial desilet (unclear). On 03/15/2021, the bwi product analysis lab identified the following: a broken catheter tip, exposed cables, and visible dried blood. On 04/13/2021, additional information was received that the damage was found at the distal end of the catheter. The shaft was bared resulting in internal components being exposed; however, no internal components came out. The damage did not result in any sharp/lifted electrodes. It is unknown if the physician cut the catheter. The broken tip and exposed cables are MDR-reportable.